Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displaying a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the corrosion of the plug unit contributed to the observed image noise and no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a noisy image. The reported issue occurred during set up and there were no reports of patient harm.